Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported the patient's system was explanted due to an infection. Date of explant is unknown.

Manufacturer narrative:
The event of system explant due to infection was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.